Event description:
It was reported stimulation was at an amplitude of 3.0v and "it went crazy." It was stated they were unable to decrease stimulation or turn the implantable neurostimulator (ins) off. After, stimulation had felt "constant" instead of the "pulse" that was felt previously. Additionally, it was indicated there was difficulty synching either the physician or patient programmer with the device. The ins could not be turned off using the physician programmer, but it was noted there "should be 120 months battery left." About two weeks later, it was reported the patient was having concerns with their device or therapy. It was stated the patient was working with their physician or the manufacturer representative and had an appointment on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information received reported that the cause of the event was unknown. The patient experienced symptoms of perineal pain during the event. The patient was reprogrammed on (B)(6) 2013 at which time the implantable neurostimulator (ins) was turned off for 2 weeks then turned back on. The patient's settings were reported as 0.5 volts with case positive and electrode #2 negative. No hospitalization was required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28 lot # v138335, implanted: (B)(6) 2008, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).